Manufacturer narrative:
The meter was returned and investigated with retained test strips and known good battery. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button depression and test strip insertion. Control solution testing has been performed and all results were within range specification. Visual inspection has been performed on the returned vial and strips and no issues were observed. Control solution testing has been performed and all results were within range specification. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a high reading from their abbott diabetes care device. Customer reported a high reading of 220 mg/dl which was higher than a adc meter reading of 43 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving a high reading from their abbott diabetes care device. Customer reported a high reading of 220 mg/dl which was higher than a adc meter reading of 43 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time, the strips has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle lite meter and freestyle strips was reviewed and the dhrs showed the freestyle lite meter and freestyle strips met specifications prior to release to distribution. Retain testing was performed for freestyle strips and all units performed in specification and passed. The reported meter has been returned and investigated with retained test strips and known good battery. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button depression and strip insertion. Control solution testing has been performed and all results were within range specification. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.